Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a trilogy 100 device's sound abatement foam. The manufacturer received information alleging visualization of particles. There was no report of harm or injury. No medical intervention was required by the patient. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. No repairs performed. The unit will be scrapped. UDI no updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. The patient alleged respiratory tract irritation. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.